Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to not inflating. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump near the strain relief. This is a site of leakage. Abrasion was noted on the exhaust tubes of cylinder 1 and cylinder 2. A group of partial separations, surrounded by abrasion, were noted on the exhaust tubing of cylinder 2. These were not sites of leakage. No functional abnormalities were noted with cylinder 2. A separation was noted on the exhaust tube of cylinder 1. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Abrasion was noted on the inlet tube of the reservoir. The surfaces of the detachment site of the reservoir inlet tube near the strain relief appear to be rough and irregular, indicating stress was exerted. A failure of the lockout valve was noted with the with the reservoir as valve failed to seat properly. It was determined that foreign material was noted in the valve component of the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing. The rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) may also have been exerted on the reservoir inlet tube near the strain relief to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tubing of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the lockout valve of the reservoir resulted in the failure of the lockout reservoir valve seating test. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.